Manufacturer narrative:
No conclusion code available. Final analysis found that the field complaint of the stylet getting stuck and the distal pin of the lead detaching were confirmed. Visual inspection found the ptfe coating of the stylet was stripped and bunched with the inner coil at the distal end. The cause of the reported event was due to bunching of the stripped stylet, ptfe coating and inner coil.

Event description:
It was reported that during initial implant procedure, the stylet got stuck and could not be removed from the left ventricular lead. Further attempts to remove the stylet caused the lead to become detached. The lead was replaced. Patient was stable throughout.

Manufacturer narrative:
Correction: section were incorrectly reported. The newly reported information is the correct information and should supersede the previously reported information in those sections.